Event description:
During the case, the bovie began to spark on its own without being activated. Bovie was placed down on the bed momentarily in between the patient's legs while lifting one leg to graft. At that point, we noticed a smell so we quickly assessed where it was coming from, and realized it was coming from the bovie which was touching the patient's left leg. At that point, we quickly removed the bovie off the field, but it started to spark without being activated. We quickly unplugged it from the machine, and secluded it. We switched out the bovie machine entirely, not knowing if it was the bovie cord itself or the machine.